Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason. Attempts have been made to obtain additional information. No additional information has been received to date.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.